Manufacturer narrative:
For device turning on by itself.

Event description:
The implantable neurostimulator turned itself on twice in 2 days. The events were not believed to be related to electromagnetic interference. Stimulation sensation would move from the patient's legs to hip. Stimulation sensation was intermittent. On/off options were discussed with the patient. The patient was directed to his hcp. Additional information has been requested. A follow-up report wil be submitted, if additional information becomes available.